Event description:
It was reported that the patient was in a sinus tachy that was diagnosed as vf due to noise on the lead. Hv therapy was delivered inappropriately. The noise could not be reproduced via isometrics. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.